Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal angioplasty (pta) procedure using the atlas balloon catheter. During the procedure, the balloon catheter allegedly unable to inflate. Therefore, unraveling and a partial break was detected at location of the water leaking from the proximal end of the balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. Upon visual inspection, no kinks noted to the catheter shaft, no anomalies to the lures/y body. During functional testing, prior to testing an in-house presto inflation device was used to apply negative pressure to the balloon. With the same in-house presto inflation device, as the balloon was being inflated and water was noted leaking from the proximal end of the balloon. Under microscopic examination unraveling and a partial break was detected at location of the water leaking from the proximal end of the balloon. Therefore, the investigation is confirmed for the identified break and unraveled issues as unraveling, and a partial break was detected at location of the water leaking from the proximal end of the balloon. However, the investigation is unconfirmed for the reported inflation issues as the balloon was able to being inflate. A definitive root cause for the reported inflation problem and identified break and unraveling could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy;lit). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.